Event description:
It was reported that an unspecified malfunction alarm occurred. The customer declined to troubleshoot with tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.